Event description:
2/16/96 physician states staple line failure. Physician used MFR's 4.5 mm roticulated stapler according to post-op note. 1/2/96 left upper lobectomy, branch left upper bronchotomy. 1/3/96 therapeutic bronchoscopy for atelectasis, left lower lobe. 1/11/96 thorascopy/bronchoscopy to rule out, bronchopleural fistula and bronchial stump leak.